Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed the display does not come on, no image on the monitor display due to a defective printed circuit (bi) board. Additionally, the screws inside the monitor were found corroded/rusted. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (omsi) field service engineer was performing a routine inspection and found that the customer high-definition liquid crystal display monitor ¿takes time for the image to be displayed at startup or when switching signals display not coming sometimes¿. It was reported that no procedure or patient was involved.